Event description:
It was reported that this pacemaker was suspected to be depleting prematurely. A request was made to have data from this device analyzed, but it hasn't been done. The device remains in service. No adverse patient effects.

Event description:
It was reported that this pacemaker was suspected to be depleting prematurely. A request was made to have data from this device analyzed, but it hasn't been done. The device remains in service. No adverse patient effects. Additional information was obtain, data analysis showed the battery appeared to be depleting more quickly than expected, and a boston scientific technical services (ts) consultant recommended device replacement. The device was explanted and replaced.

Event description:
It was reported that this pacemaker was suspected to be depleting prematurely. A request was made to have data from this device analyzed, but it hasn't been done. The device remains in service. No adverse patient effects.